Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare's (fph) customer care specialist in our us office, that the left rear leg of the plastic base of an iw934jeu cosycot infant warmer was cracked. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: an investigation was carried out based on the information provided by the biomed of the medical center and the results of previous investigations on similar complaints, as the damaged base of an iw934jeu cosycot has not been returned for evaluation. Results: the biomed reported that the cosycot unit had a plastic base. The cosycot was fitted with ups, two e-tanks and other accessories such as gas blender, suction unit, flow meter module and low gas pressure block. Conclusion: cracks to the leg base region of the cosycot infant warmer are known to occur when it has been overloaded. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked bases, a warning is provided in the form of a "115 kg max weight" label applied to the column of the infant warmer.